Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient complained of feeling a -shock- on (B)(6)2010. The patient presented for a follow-up on (B)(6)2010. The left ventricular lead exhibited high thresholds of 4.25 v in bipolar and 4.75 v in unipolar. A chest x-ray was performed, and it appeared that there may be insulation damage.